Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 400-500 (mg/dl). To address bg level, the customer delivered a correction bolus. It was confirmed that the customer was in contact with health care provider regarding diabetes management.